Manufacturer narrative:
(B)(4). The unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer had reported an error code 16. Upon receipt of the unit at covidien for evaluation, a preliminary investigation found that during high-frequency leakage testing, when the dessicate-coag mode was activated, the unit continued to activate when the foot pedal was released, and even continued to activate when the rem plug was pulled out. The unit was turned off in order to stop the activation.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015. Date of follow-up report: (B)(6) 2015. The incident forcefxc generator was received and evaluated. The investigation found that during post cycle on the high frequency leakage portion of testing, the unit gave error code 163 when dessicate-coag was keyed and when the unit was reset and dessicate-coag was tried again, the unit continued keying when the footpedal was released and even kept going when the rem plug was pulled out. The unit was turned off to stop the activation. The control board was replaced to address this condition, but the investigation could not identify the root cause of this failure. The appropriate upgrades were implemented, the unit was calibrated, and testing found that the generator was restored to normal functioning.